Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The proximal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The proximal and distal lead connectors were obstructed due to stylet/guidewire coating. Visual summary analysis of the lead indicated damage at implant. The analsyst commented, lead received with the guidewire was stuck in it. The competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. Using of competitor guidewire is not medtronic recommendation.

Event description:
It was reported that during the implant procedure, the guidewire would not advance or pull out of the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).